Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. The customer states that the insulin pump had the same problem before and changing the battery cap did not resolve the blank display. Troubleshooting was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. However, unit received with corroded battery tube. Device was monitored and no low battery alert, battery out limit alarm or blank display anomalies were noted. Device passed selftest, unexpected restart error test and displacement test.